Event description:
It was reported that during a starr procedure, the lever did not activate and could not reach the limit. The stapler was reopened and then closed again but the suture performed was incomplete (between 11 hour and 2 hour). The procedure was completed with manual suture. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center. The analysis results found that the device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Three pictures of the device were received. Based on the event description and photographic evidence; the potential cause of this event was has been identified as extreme tissue imbalance circumferentially.